Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be received, a supplemental report will be submitted. What is surgeon's experience with the xcel bladeless trocars? Did the surgeon insufflate the abdomen prior to xcel bladeless trocar insertion? Was this trocar the primary port or a secondary port? If a secondary port, was the trocar placed under visualization from a different port? Was the trocar inserted using an endoscope? If so what degree of endoscope? What position was the patient positioned in order to minimize the potential of intra-abdominal injury by displacing organs out of the area of penetration? Was the trocar tip directed in an area away from major vessels or structures? Was excessive force required to insert the trocar? When was the bowel perforation identified? How was the bowel perforation addressed? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the consultant inadvertently perforated part of bowel which was required to be repaired. Procedure delayed by 10 minutes. Procedure completed successfully.